Event description:
A zoll distributor returned lsn (B)(4) to report the electrode belt would not communicate with the monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with monitor) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open along the green and white wires in the trunk cable. The cause of the test failure is the open pulse wires. The root cause of the open pulse wires was excessive force. No adverse event resulted from the defective belt.